Event description:
The vision bipap stopped working when the power was switched to a generator. The bipap was plugged into red outlet for emergency power. "Vent inop" illuminated on the machine and there was a loss of pressure. The machine did not automatically restart and respiratory therapist had to manually restart it. The machine was removed from service and the equipment was replaced for the patient.